Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump was malfunctioning and the drive support was coming away. Customer stated when she rewind the device the entire compartment comes out. The motor is not functioning and isn't delivering insulin. Customer is unaware how damage occurred. Customer attempted inserting a new reservoir and rewinding blood glucose haven't been out of range. Customer reported the drive support cap was flush. Customer was advised the device needed to be replaced and agreed to return the device for analysis.